Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via telephone call that the customer experienced high and low blood glucose. The blood glucose ran as high as 338 mg/dl and as low as 38 mg/dl. The customer was treated for the low with juice and for the high with a correction bolus. The drive support cap appeared normal and recessed. Insulin did not exit with a manual prime; no leaks or air bubbles were observed. The time and date were correct. The reservoir showed the same amount of insulin as was shown on the status screen. The troubleshooting was not completed as the caller needed to upload the insulin pump data. The insulin pump was not replaced or returned for analysis.